Manufacturer narrative:
(B)(4).

Event description:
The hospital-owned mallet was used for the hardware removal procedure (non s&n products), but the defect was not noticed during the procedure. After the procedure, a sterile processing technician noticed the broken mallet and that particulate was released from the fracture in the mallet when the mallet was stressed as it would be during normal usage. Dr was notified of the issue, raising concern that some of the particulate might have been released into the surgical site, although he noted that no particulate was noticed, nor was the fracture in the mallet noticed during the procedure.